Manufacturer narrative:
Qn# (B)(4). For related event see MDR #3010532612-2019-00012 and tc# (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff experienced drain failure alarms. The registered nurse (rn) called the clinical support specialist (css) about the alarms. The css informed the rn to check the helium drive line if blood was noted. The rn stated, "there were dark rust specks in the driveline, but they were mostly in the middle of the tubing with only a few closer to the patient". The css recommended that the iab be removed/exchanged for a new one and to send this pump to biomed to be checked over and repaired. The interventional fellow was at the bedside during the latter part of our conversation and is being updated with recommendation. As a result, the patient was taken to the cath lab and the iab was exchanged. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For related event see MDR #3010532612-2019-00012 and tc# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, the staff experienced drain failure alarms. The registered nurse (rn) called the clinical support specialist (css) about the alarms. The css informed the rn to check the helium drive line if blood was noted. The rn stated, "there were dark rust specks in the driveline, but they were mostly in the middle of the tubing with only a few closer to the patient". The css recommended that the iab be removed/exchanged for a new one and to send this pump to biomed to be checked over and repaired. The interventional fellow was at the bedside during the latter part of our conversation and is being updated with recommendation. As a result, the patient was taken to the cath lab and the iab was exchanged. There was no report of patient complication or serious injury and death.